Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was receiving baclofen (dose of 10 mg) for the treatment of spasticity from an unknown date in 2002. The treatment was discontinued on (B)(6) 2013, at which point the patient began treatment with lioresal intrathecal at a monthly dose of two ampoules. The treatment of intrathecal lioresal was discontinued on an unknown date in (B)(6) 2014 for 20 days. After this, on an unknown date in (B)(6) 2014, the patient was very spastic. The patient was hospitalized on an unknown date for 48 hours due to the event. The outcome of the event was reported as worsening (condition deteriorated).